Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufactured date is unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-00555 and 3005099803-2011-00556 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, a sensation polypectomy snare, and an active cord were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the unit was in the monopolar "coag" mode set at 20 watts. During power delivery, the patient's leg began to abruptly thrust forward; the account suspected he was being shocked. An entirely different procedure set was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good.